Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported district nursing went to flush patient's PICC and noticed it was leaking. PICC was removed and kink and split noticed at approx. The 27cm marking (not near insertion site). The PICC had been secured with securecath. The PICC had been in situ approx. 40 days. No other information was provided.

Event description:
It was reported district nursing went to flush patient's PICC and noticed it was leaking. PICC was removed and kink and split noticed at approx. The 27cm marking (not near insertion site). The PICC had been secured with securecath. The PICC had been in situ approx. 40 days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed. One between the 26cm and 27cm markers and the other between the 27cm and 28cm markers. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported district nursing went to flush patient's PICC and noticed it was leaking. PICC was removed and kink and split noticed at approx. The 27cm marking (not near insertion site). The PICC had been secured with securecath. The PICC had been in situ approx. 40 days. No other information was provided.